Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bileduct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was reported that the orientation of the cutting wire was incorrect. Additionally, the device was orientating at 2 0'clock and the pre-loaded guidewire kept going into the pancreatic duct. After 5 attempts of unsuccessful cannulation, the physician was concerned of post-ercp pancreatitis if the pancreatic duct was continually accessed. The physician decided to discard the device and requested to open an additional dreamtome and the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.